Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that endoscopic radical esophagectomy for esophageal cancer, after fired, noted half of staples missing at the distal end with good cut line and another staple line was good. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.